Manufacturer narrative:
The customer's report was observed during review of photographs provided by the customer. The device was returned to zoll medical (B)(4)for evaluation and the customer's report was not duplicated. The device was put through extensive testing including bench handling, cycler testing and ECG monitoring stress testing without duplicating the report. The multi-function cable connector was replaced as a precaution. The device was recertied and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.